Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011967 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011967 was manufactured according to the work instruction (wi) version 21 and packaging in the multivac 10, on 02/mar/2025, with a total of (B)(4) units. The sub-assembly, cannula the lot 5b01561 was manufactured according to the (wi) version 16 cannula in the machine ls04, on 26/feb/2025, with a total of (B)(4) units. The sub-assembly, cannula the lot 5b03600 was manufactured according to the (wi) version 16 cannula in the machine ls04, on 18/feb/2025, with a total of (B)(4) units. The sub-assembly, cannula the lot 5b01562 was manufactured according to the (wi) version 17 cannula in the machine ls04, on 01/mar/2025, with a total of (B)(4) units. The sub-assembly, cannula the lot 5a07169 was manufactured according to the (wi) version 17 cannula in the machine ls04, on 03/feb/2025, with a total of (B)(4) units. The sub-assembly, gluing tubing the lot 5b01545 was manufactured according to the (wi) version 17 in the gluing tubing in the lc01, on 28/feb/2025, with a total of (B)(4) units. The sub-assembly, gluing tubing the lot 5b01544 was manufactured according to the (wi) version 17 in the gluing tubing in the sc05 and sc06, on 28/mar/2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for less than one day. Insertion site was left abdomen. The blood glucose level was 400 mg/dl and the patient was treated with manual injection/insulin pen. No further information available.